Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer received a no delivery alarm during manual prime. The customer's blood glucose was 106 mg/dl. Troubleshooting was done. Advised customer to do a complete set change as soon as possible. Advised to return used infusion sets and reservoirs for analysis. Advised that customer would received replacement infusion sets and reservoirs. Nothing further reported.